Event description:
The manufacturer received information alleging a dreamstation auto CPAP has black powder coming from the inside of the unit. The patient reports only using the CPAP part of the unit. The black powder is all inside of the unit, tubing, mask and filters. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
Additional information was received on august 16, 2024, and section h11 should be reported as: the manufacturer received information alleging a dreamstation auto CPAP has black powder coming from the inside of the unit. The patient reports only using the CPAP part of the unit. The black powder is all inside of the unit, tubing, mask and filters. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found evidence of foam degradation. And observed that device has contamination. The third-party service center concludes that they could confirm the customer's allegation. In box g: date received by mfg (rfb) has been updated. In box h: recall (z) number updated because this report is a part of recall number. In box h: evaluation method code grid, evaluation results code grid component code and conclusion code grid has been updated.